Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). On march 10, 2017, it was reported that the dermatome could not work normally. On (B)(6) 2017, it was clarified that the issue occurred on march 10, 2017 during surgery. There issue was not found upon opening the device, before use, or during first-ever use. Another device was used to complete the surgery. The harvested graft was not usable; therefore an additional graft was taken. The blade was properly placed and the dermacarrier was at 22 degree celsius (71 degree fahrenheit). The device has not been repaired by someone other than zimmer biomet. There was no harm, injury, or adverse events related to the failure. There was no extension or delay to the surgery and the surgical technique was used on the product. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet china has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the electric dermatome by zimmer biomet (B)(4) on march 15, 2017 revealed that the motor speed testing could not be performed. The control bar was flush with the master blade and the device was within calibration. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on (B)(6), 2017 which included replacement of the vespel sleeve bearings, semi-circle bearings, screws, plug harness assembly, ball bearing, and handpiece switch. Electric dermatome, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection the motor speed testing was not be performed. The root cause of the device was not working normally cannot be specifically determined with the provided information. The issue was resolved with the replaced the vespel sleeve bearings, semi-circle bearings, screws, plug harness assembly, ball bearing, and handpiece switch. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer has indicated that the product will not be returned to zimmer biomet surgical as it will instead be returned to (B)(6) repair center. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The dermatome did not work during surgery. The harvested graft was not useable and an additional graft was required. No additional patient consequences were reported.